Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with quality control cut-off hcg concentration and high level positive hcg urine standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, a very dilute urine specimen, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first-morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient tested using two urine home pregnancy tests and received positive results both times. At the facility, a urine sample was collected and an alere hcg cassette produced a negative hcg result. The patient was sent for a blood test and was determined to be (B)(6) pregnant. Although requested, no additional information was provided.